Manufacturer narrative:
Sections b1, b2, b5, d4, d7, d10, h3, h4: additional information. Section b5: the referenced known driveline issues are reported within MFR report number (B)(4). Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of (B)(4). The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump body and a severed portion of driveline measuring approximately 35.5¿ was also returned. Examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Electrical continuity testing was performed on the returned portions of driveline and revealed open circuits on the yellow and green wires. The shielding and bionate were removed and visual inspection of the underlying wires revealed that the yellow and green wires were completely severed adjacent to the system controller connector. The conductors of the yellow and green wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. Further visual inspection of the wires did not reveal any additional breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have contributed to an electrical short. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. If the damaged inner conductors of the yellow and/or green wires caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the yellow wrench advisory alarms associated with driveline fault alarms observed in the submitted system controller log file data. The disruptions in the yellow and green wires would have affected wire phase a and could have compromised the pump's ability support the patient if the device was supported by batteries, the mpu, or the power module. The completely severed yellow and green wires would have caused the reported low speed/flow alarms and pump stops events observed in the submitted system controller log file data. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Information regarding all alarms and how to respond to such is provided in the IFU as well as the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient underwent a pump exchange on (B)(6) 2019. No further information was provided.

Event description:
The patient had their pump exchanged on (B)(6) 2019.

Event description:
The site communicated that patient's current weight is 149kg. The patient is also now on an IV of milrinone. (B)(6) confirmed the patient is scheduled for a device exchange as first case on monday, (B)(6) 2019. Additional information was requested but not provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 years 2 months 30 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a known short to shield and known driveline faults. Patient now has phase to phase and continues to experience pumps stops. A perc lead repair was suggested but the account communicates that the patient is being scheduled for an lvad replacement. The patient's controller remains in controller fault and is having difficulty communicating with the monitor. No additional information was reported.